Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the tubing was observed separated from the first y-site clearlink in the downstream part. It was further revealed there was excess solvent in the circumference of the tubing. The reported condition was verified. The cause of the event was due to excess solvent from an incorrect execution of the assembly method by the solvent dispenser. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of phenylephrine with a clearlink extension set, a leak occurred due to ¿broken apart¿ tubing. The location of the separation was specified as ¿where the y sites meet the tubing, the seam broke apart¿. The cause was not reported. It was reported one end of the tubing that was still connected to the patient¿s line was ¿back flowing filling¿ with blood which resulted in an estimated blood loss of less than 100ml. The hemoglobin level before and after the event was reported as stable and no blood transfusion was required. It was reported the ¿broken apart¿ tubing delayed the delivery of the medication infusion, which resulted in a blood pressure drop to ¿80s/40s¿. Prior to the delay, the blood pressure reading was ¿110¿s/70¿s¿. It was reported the patient was stable and did not require intervention. No additional information is available.